Event description:
Caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump and caused it to shut down. Blood glucose levels were not adversely affected, remaining below the critical threshold of 500 mg/dl. Customer was informed by technical support that a replacement pump would be provided, with training available in their tandem source account, and they agreed to return the malfunctioning pump using a provided return box and label.